Manufacturer narrative:
The complaint and returned sample have been submitted to (B)(4), which is where this part was manufactured, for evaluation. (B)(4) reports the following regarding this complaint. We received one (1) catheter with still assembled stylet. Examination showed that the y-pieces had some tension cracks inside the ll-hub for stylet fixation. This is a non-systematic defect. It occurs after a longer time of product storage. A manufacturing process change was made in (B)(6) 2016 to avoid future recurrence of tension cracks inside the ll-hub for stylet fixation. This lot of premicath was manufactured prior to the process change. Therefore, this complaint is confirmed for a leak at the y-adaptor due to tension cracks in the hub of the adaptor. This is the first complaint for these batches and the first complaint for (B)(4) concerning the above-mentioned reason of complaint.

Event description:
PICC catheter leaking when flushed prior to insertion.

Manufacturer narrative:
The malfunctioning device will be returned to the manufacturer for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion via follow-up MDR

Event description:
PICC catheter leaking when flushed prior to insertion.